Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer's screen did not respond to touch after it was updated to the newest software version. However, it was noted that the cursor was delayed when interacting with finger touch causing the programmer to fail the finger touch test. It was further noted that power cord bay was damaged. Right keyboard hinge was broken. An electromagnetic interference repair was performed to fix the screen issues and the software was reinstalled and updated to the latest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's screen did not respond to touch after it was updated to the newest software version. It was noted that touching the screen did not allow any selections to be made. However, the screen responded to the stylus pen, following its movements without skipping or wandering. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.